Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported completing the cs300 services. The fse removed and replaced the front end board due to fluid intrusion from a saline bag. The customer had experienced multiple issues with electrical test fails codes #119 and #117. After replacement of the front end board all functions returned to normal. The fse performed full calibration, safety, and functional checks, which passed to factory specifications and the iabp was returned to the customer cleared for clinical use upon completion. Initial reporter: the full name of the event site is "(B)(6)". An abbreviation of the name was documented as the complete name exceeded the maximum character limit.

Event description:
A getinge field service engineer (fse) reported that while he was on site performing preventive maintenance (pm) and field upgrades, the customer brought an intra-aortic balloon pump (iabp) to him with a note attached stating electrical test fails code # 119 occurred. The fse found that there had been fluid intrusion in the cs300 pump and the front end board had fluid damage. The fse notified the customer of the issue and ordered parts. There was no patient involvement and no adverse event.